Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the septum. Customer loaded a new cartridge to address the issue. Additionally, it was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with ~300 units of insulin. Reportedly, customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to customer's blood glucose level.